Manufacturer narrative:
The reported event of noise and high capture could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine check. The right ventricular lead exhibited noise and high capture. The patient was asymptomatic. The physician decided to monitor the patient for now.